Manufacturer narrative:
(B)(4). The device history records and sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april 2000. The lens underwent a modified (buffered tumbling) process during its manufacture. For those lenses there have been isolated reports of a biofilm developing. Internal control number: (B)(4).

Event description:
A surgeon has reported that a memory lens u940a iol implanted in the left eye of a female pt on (B)(6) 1999 with mild edema post op has since opacified. Visual acuity reported as 20/40 - 2 os at (B)(6) 2004 visit. Prognosis is poor, with no current plans to explant or exchange. No further info is available at the time of this report.